Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon the replacement of the device the lead could not be detached from the device. When the torque wrench was inserted into two parts of connector, which was the side of fixing the tip of the lead, the silicon part was desiccated, so it was taken off by tweezers and it was found out that the setscrew was missing. When the torque wrench was inserted in order to detach the lead from the side of ring electrode, the torque could not be worked out due to the screw threads wearing. The lead was capped and replaced. The procedure was completed without any adverse consequences. Lead capped on (B)(6) 2016.